Event description:
The event is reported as: during use on a pt, when the balloon was being inflated, it deflated. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.